Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tri-lock head for the femoral neck fracture. When the surgeon tried to attach the stem inserter to the stem to insert the stem, the screw was wrong size and could not be attached. The surgeon used another instrument instead of the stem inserter. The surgery was completed successfully within 30 minutes delay. After the surgery, when the sales rep tried the stem inserter in question with a sample stem, the screw size was wrong. Although the device looked the same, the product code was wrong. The set did not contain 2598070570, which was originally intended to be used due to the mix of different instrument in the set. The product code of the incorrect device was d259807570, and the lot number was abe56299. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual examination of the device was not able to confirm the complaint. The inner shaft is missing from the instrument. No other defects were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.